Event description:
It was reported that a small volume intermate had white floating particulate matter. The device was filled with colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured december 12, 2014 ¿ december 17, 2014. The device was visually inspected for particulate matter at the baxter dublin compounding center. Visual inspection confirmed white floating particles. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.